Event description:
It was reported that the patient received shocks for af (atrial fibrillation) and vt (ventricular tachycardia). The device charged to 35j (joules), but the delivered energy with each shock was 4.6j, 8.3j, and 9.9j. The lead impedance was less than 20 ohms. All prior follow-up visits were normal. A competitor lead insulation breach was first suspected, but subsequent cardioversion testing was normal. Vf (ventricular fibrillation) induction testing showed the device charged to 25j, but the delivered energy was 9.9j, with impedance again less than 20 ohms. The device and lead were explanted and replaced. When the device was removed, burn marks were observed on the device, and there was no lead insulation breach noted. No patient complications were reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.